Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035 terumo, 0.018 terumo; sheath: 6f cook shuttle. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a mildly calcified, chronic total occlusion, restenosis of a previously unknown nitinol implanted stent in the proximal superficial femoral artery right below femoral bifurcation. The 5 x 200 mm supera veritas self-expanding stent system (sess) was intended to be implanted proximal to the nitinol stent. The supera stent did not completely deploy. As the sess was pulled resistance increased; the supera stent pulled into the distal end of sheath and the sheath was pulled back across the aortic bifurcation. The supera stent was caught with the delivery system and with the lesion, and the previously implanted nitinol stent. The supera stent stretched from the contralateral lesion into the ipsilateral common iliac artery. Furthermore, the tip of the supera sess separated. The supera sess was pulled out with the sheath. The supera stent remained stretched across aortic bifurcation over a 0.018" guide wire and the tip was located on the wire. The tip was pushed back into the lesion which had recoiled to 99% re-occlusion. The patient underwent fem-pop bypass graft surgery and the tip, supera stent and the nitinol stent were removed. Fluoroscopy was not used during deployment or removal of the supera veritas sess. Fluoroscopy was used after resistance was felt and it was noted that the stent was stretched. The physician has been informed to use fluoroscopy during deployment and removal. A clinical significant delay occurred as surgery had to be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The deployment difficulty and stretched stent was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. The resistance noted during removal was not confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use instructs: important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment issue. The tip detachment, stent stretching, resistance during removal and subsequent patient effects are due to operational context.